Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported inflammation in an eye following an intraocular lens (iol) implant procedure. The patient was treated with steroid injections and the symptoms improved. The lens remains implanted. Additional information has been requested.